Event description:
It was reported that customer observed air bubbles or gaps in tandem mobi cartridge during pumping, with bubbles nearly the size of a pea. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by keeping pump upside down or horizontal to keep bubbles away from cartridge pigtail, and no additional information was received regarding further outcomes. Cts to replace pump. Customer will continue to use current pump.